Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that an unspecified service required/device message appeared on the heartstart mrx airworthy when charging to 5 joules during testing. There was no pt involvement.